Manufacturer narrative:
Initial and final MDR 1891717 - MDR 3003442380-2024-09254 - device 5 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6) 2024, it was reported that the six infusion sets were fell off during use. The blood glucose level was very high and high blood glucose occur due to correction injection via mdi. The patient also reported moderate ketone. No further information available.